Event description:
After an upgrade installation of exactrac robotics to an existing novalis system it occurred that after the couch reached its lowest position it faced difficulties moving upwards again under load. During the investigation of this tissue, brainlab became aware that the software limit switch of the couch no longer stops the intended downward motion of the couch. This is an unintended result of the position readout calibration conducted as part of the installation of exactrac robotics on the couch. There has been no patient or user injury, however, a risk to patient health could not be excluded.

Manufacturer narrative:
Summary of evaluation: corrective and preventive actions: concerned customers informed via product notification letter. Exactrac robotics will be temporarily removed from its point of use. Provide a permanent solution in cooperation with the radiotherapy couch manufacturer. Re-install the removed exactrac robotics once the permanent solution is available.add'l catalog number: 49720.